Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after opening the package and before use with a polyflux 140h, a black foreign matter in the header was observed. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
Additional information added to h3 and h6. H10: the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The visual inspection by naked eye of the product revealed a particulate matter at the outer side of the sealing o-ring of the product. The reported failure could be confirmed. The particulate matter was not in contact with the blood pathway, only with the dialysate fluid pathway. The cause was manufacturing related. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.